Event description:
It was reported that the lead dislodged and was repositioned on (B)(6) 2010. On (B)(6) 2010, the lead dislodged again and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Boston scientific crm received information that this patient fell and when there pacemaker was checked, right ventricular (rv) oversensing, pacing inhibition and asystole was observed. A lead revision was performed where the lead was surgically abandoned and a new rv lead was successfully implanted. To date, no further adverse patient effects were reported.